Event description:
It was reported that intermittent low amplitudes and one incidence of noise was noted on this device. The noise was unable to be reproduced, and all lead measurements were noted to be within normal range. Technical services (ts) was contacted for troubleshooting recommendations. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. Technical services (ts) analysis of data found right ventricular (rv) lead noise, leading to oversensing and pacing inhibition. Troubleshooting options were provided. This device remains in-service. No adverse patient effects were reported.